Event description:
The patient experienced withdrawal with a temperature of 105 degrees fahrenheit. It was felt that the patient may have meningitis. The catheter access port was accessed and 1 to 2 cc was withdrawn from the catheter. Csf was taken and tested; it was clear and seemed to be okay. The patient was doing much better 40 minutes after the time that she had arrived. The pump was used to deliver bupivacaine and fentanyl. Additional information has been requested, a follow-up report will be sent if additional information becomes available.